Event description:
From new (B)(4) the following was reported to kci by the kci rep: on (B)(6) 2012, the pt was found deceased. The vac therapy system had been turned off. The case was referred to the (B)(4) office to determine the cause of death. As of this date, kci has yet to receive info from the healthcare provider regarding this event.

Manufacturer narrative:
On 02/08/2012, the unit passed quality control (qc) checks and met specifications prior to pt placement. On (B)(4) 2012, post placement, the unit passed qc checks and met specifications.